Manufacturer narrative:
It was reported that after a revision of a distal osteotomy surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2024 due to non-union of the first tmt joint. Additional information from the surgeon indicates the patient has a history of diabetes, but is noted to be well-managed. It was also mentioned that the patient has somewhat poor bone quality. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to the reported event, the most likely cause cannot be determined based on the available information. However, it is likely that the patient's diabetes and poor bone quality contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2024-00121, 3011623994-2024-00122.

Event description:
It was reported that after a revision of a distal osteotomy surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2024 due to non-union of the first tmt joint. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.